Event description:
It was reported the disposable was leaking. No patient injury reported.

Manufacturer narrative:
No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. No problems or issues were identified during this device history record (DHR) review. If the product is returned, this complaint will be reopened for further investigation.